Event description:
Healthcare professional through distributor reported "capsular contracture baker grade I". Later, healthcare professional through distributor reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported "capsular contracture baker grade I". Left device intact, un-reporting rupture. This record is no longer reportable to FDA and will be un-reported.